Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing was noted on home monitoring. It could be reproduced in clinic. The lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 3 fragments. The lead was probably cut during the extraction procedure. The insulation was found rubbed through approximately between 15 and 7.5 cm proximal to the lead tip. The inner conductor coil was found fractured 14.5 cm proximal to the lead tip. These damages are assumed to be the root cause of the reported oversensing. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, the rv shock coil was found stretched and the fixation helix bent. These deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.